Event description:
A malfunction alarm was reported but did not cause the customer's blood glucose level to exceed 500 mg/dl, thus there was no adverse impact on the customer's health. The customer was assisted by technical support to reset the pump, and no recurring errors were detected afterwards. The customer was advised to continue using the pump and to contact technical support if any further malfunctions occurred, which the customer acknowledged and understood.